Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a shaft leak occurred. During preparation for use, outside the patient, a spiroflex® vg angiojet® thrombectomy set was noted to have fluids leaking midway through the catheter shaft . The procedure was completed with a different catheter. No patient complications were reported.